Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the bioblock resorbable subtalar implant was observed to have not resorbed four years after implantation. This was discovered when the patient had surgery for tendon repair to address other foot problems. The patient had some pain in the foot. Integra has requested additional clinical information.